Event description:
In 2002, the international distributor informed the manufacturer's international rep of the following: device catheter detached and migrated into the "vci". Percutaneous endovascular retrieval successful (via right femoral vein).